Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was missing segments on the meter display. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 12 p.m. On (B)(6) 2012. The patient reported managing his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management as a result of the alleged issue starting. The patient claimed that he developed symptoms of "sweating and "indeciveness"" 12 hours after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there was no known misuse to the subject device. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.